Manufacturer narrative:
Eval: cam bracket assembly, foot cover and monitor tray.

Event description:
It was reported by service report that the cam bracket assembly was broken and the foot cover was broken along with the monitor tray. It is unk if there was pt involvement or if there are adverse consequences to report.